Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6atm. The procedure was completed with another of the same device. There were no patient complications reported post procedure.